Event description:
Pt connected to taxol infusion with new cstd connectors. While pt was ambulating to bathroom, line became tangled and connectors disconnected from each other. No chemo spills occurred. Connector cleaned and reapplied. Pt was able to complete infusion.